Event description:
During the implant procedure, the right ventricular (rv) lead helix was unable to extend or retract. The rv lead was replaced and the procedure was completed successfully. The patient was stable with no consequences.

Manufacturer narrative:
Correction: upon review, the right ventricular (rv) lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information received indicated that the right ventricular (rv) lead helix could not extend after it had been placed in the patient¿s body.